Event description:
Cell saver disposable malfunction.there is a manifold where a yellow, a blue, and a red line connect into one common line prior to the centrifuge bowl. The blue line was disconnected. It appeared to not be bonded into the hard plastic housing. This allowed air to be pulled into the circuit.